Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was reported to be large and angulated and there was a stenotic lesion present in the iliac arteries with significant tortuousity which prevented the device from being easily inserted into the aorta. The aneurysm size was approximately 8 cm. It was reported that dilators were passed and then a 22 french sheath was passed into the infrarenal aorta. The device was then inserted through the sheath and deployed at the desired location. An arteriogram demonstrated that the stent graft migrated inferiorily because of tortuousity and that it had assumed the position because of tortuosity desipite the fact that it had been positioned at the level of the renal arteries to begin with. There was enough aortic neck length to accommodate placement of an aortic cuff, therefore, the decision was made to place the cuff and still maintain patency of the renal arteries. There was partial coverage of the contralateral gate and subsequent angiography demonstrated there was partial patency of the left side. Bilateral balloon catheters were placed to prevent the device from becoming an aorto-uni-iliac. Bilateral retrograde angiography was performed and proximal angiography was performed and they demonstrated there was no endoleak and good patency of both graft limbs with good flow. The patient was transferred to the recovery room. Six months later the patient presented with a type 1 endoleak which was treated with fibrin glue. No additional information was received and no additional clinical sequelae were reported.